Event description:
During routine testing of the device, the tech observed the roller pump cable turning at the circular connector end. The cable should not be able to turn. A replacement cable was employed to repair the roller pump. There was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.